Manufacturer narrative:
The customer contacted the siemens customer care center for the discordant depressed potassium result obtained on the dimension vista instrument. The customer questioned the low result relative to a higher result obtained on a whole blood sample on an alternate non-siemens instrument. Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant depressed potassium result. Headquarters support center (hsc) has reviewed the information provided as well as a review of data from the dimension vista instrument. The cause for the discordant depressed potassium result is unknown. The issue occurred with no indication of instrument issues. Quality control was within specification at the time of testing. No product nonconformance was identified. No further evaluation of the device is required.

Event description:
A discordant depressed potassium (k) result was obtained on a patient sample on the dimension vista 1500 instrument. The initial result was reported to the physician who questioned the result. A higher result had been obtained with the same sample as a whole blood prior to centrifugation on an alternate non-siemens instrument. A new sample was drawn and a similarly depressed result was obtained on the same dimension vista 1500 instrument. No corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant depressed potassium result.